Manufacturer narrative:
(B)(4). D10 - medical devices: oxf uni tib tray sz d rm PMA; item# 154725; lot# 1931678. Oxford uni twin-peg femoral lg cocr lrg; item# 166943; lot# j3618117. G2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent unicompartmental knee arthroplasty. Approximately, eight years post-op, the patient experienced pain and was diagnosed with a bearing dislocation. Revision surgery was performed to replace the bearing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.